Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms each evening around 10 pm. Frequent pulsatility index (pi) events seen on interrogation. Mean arterial pressure was 80 and the patient reported drinking about 48 oz/day. Recent chest computed tomography (CT) showed the orientation of the intake cannula is superior and anterior relative to its expected axis which may predispose to intake cannula obstruction, and this abnormal orientation appeared increased from the prior study. Log files were sent for review and captured three low flow events on 04may2026. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates only when the calculated pi was dynamic and elevated. The site reported that the although the cause of low flow alarms was likely hypovolemia or hypertension, the cause was unknown, but the low flow events resolved. There were no recent changes to pump parameter or anticoagulation status. Symptoms included occasional dizziness with position changes. Treatment included ziopatch placement to assess arrythmias, increase hypertension medications, and decreasing the diuretic to as needed.